Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) leadless pacemaker exhibited inappropriate automatic mode switch due to far r-wave over-sensing and double counting p-waves. Programming changes were made. Patient condition was stable.